Event description:
Pt was lying in "mighty-rest rehabilitation bed". Daughter-in-law placed knee at center of bed and leaned forward onto bed to say good night. Bed collapsed into a v formation, falling to the floor. Pt without injury. High potential for injury.